Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call cosmetic damage on the insulin pump. Customer's blood glucose level was 332 mg/dl. Customer treated their blood glucose levels via manual shot. Troubleshooting for cosmetic damage was performed. Customer advised the drive support cap was sticking out. Customer advised they did not press the drive support cap while connected to the device. Customer advised when they removed their infusion set they realized the cannula was bent. Customer was assisted with removing the reservoir, rewinding the insulin pump, reinserting the reservoir and running a manual prime. Customer was advised to change out their entire set, reservoir, insulin and treat their high blood glucose per healthcare provider's instructions. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed functional testing, including the operating currents test, self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. The drive support disk was inspected and no anomaly was noted. The insulin pump had cracked case at display window corner, battery tube threads, reservoir tube, reservoir tube lip, minor scratched and cracked display window.